Event description:
After a cs25 stapler had been fired in an esophago gastrostomy procedure, it was noted that while the staple formation was complete, the tissue had been only partially transected. The attached tissue was subsequently removed by cautery.

Manufacturer narrative:
The returned device conforms to visual and functional specifications. The root cause of the alleged malfunction could not be determined.